Event description:
Pt had groshong in for 6 months and it was removed. When they replaced it in december, the new one started to get red at insertion site and around the area where the catheter touches the skin. At first they thought it might be the transport dressing. The dermatologist office has tested the patient already for silicone, transparent dressing, chg and several other things.the office decided it was a contact dermatitis since the patient had no positive blood cultures. The rn has tried different dressing combinations. They are now treating it with topical steroid to the area, and it has shown much improvement.